Event description:
Groshong placed 2005. Pt receiving vesicant chemotherapy. Complaining of burning right chest (7-12) wall. Tissue became red, puffy. Chemo stopped. PICC line placed & chemo resumed in opposite arm. Catheter pulled two days later.